Manufacturer narrative:
Pump was received with intermittent act button response due to flattened button dome switch. The j2 on lcd board was inspected and no anomaly was noted. Drive support disk was inspected and no anomaly was noted. Pump received with minor scratched display window and cracked reservoir tubelip.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.